Event description:
Tech alleged that the brakes would set but would ratchet. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters, bolt, butterfly pedal, pedal pads and sleeve to resolve the issue.